Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the following: following her surgery, patient began suffering from discomfort and pain in her hip. The pain interfered with her normal daily activities, and affected her gait. Patient's physician performed x-rays which showed progressive osteolysis in the greater trochanteric region of her right hip, as well as pathologic right trochanteric fracture. Blood tests confirmed that she suffered from metallosis. On or about (B)(6) 2011, patient underwent revision surgery, which included "[e]xtra difficulty 2 component revision of right total hip arthroplasty," "[r]emoval of painful retained hardware, trochanteric wires, right hip," "[c]omplete and total synovectomy, right hip joint, secondary to metallosis," [o]pen reduction, internal fixation of right subtrochanteric fracture nonunion," and "[a]uto and allografting of right femoral canal and greater trochanteric fracture of the right hip."